Event description:
According to the reporter, preoperatively, the power handle error (red circle within diagonal line) appeared during insertion into the shell. A new device was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found the motor test failure.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned handle noted no abnormalities. Functional testing noted that the handle was inserted into a charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.7 software. The handle had 165 of 300 procedures remaining. The handle failed to fully initialize and only two motor movements were heard. The handle played error tones and displayed the powerpack error screen. It was reported that the power handle experienced an error, indicated by a red circle with a line. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.